Event description:
It was reported the patient underwent revision surgery due to rectal stimulation and a lack of therapeutic benefit. Reprogramming did not resolve the issue. X-ray showed that the lead was in the correct location. During the revision, when the lead was removed from the stimulator, the header block had brown matter in it. The patient felt stimulation in the correct location during the revision. The patient was doing well.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0nh66, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).